Event description:
Customer reported an issue with the vibration function of their insulin pump, which was not operating as expected. There was no adverse impact to the customer's blood glucose level. Customer was guided through several troubleshooting steps by technical support but the pump still did not vibrate for alerts. Consequently, the pump was replaced, and the customer was informed about training resources available to them. Additionally, instructions were provided on returning the faulty pump.